Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23sep2020.

Event description:
It was reported to philips that the tidal volume value was not displayed. The device was not in use at the time of the event. This issue was noted during testing of the device. A philips authorized service personnel (asp) provided additional assistance to the customer and confirmed the flow sensor was at fault. It was determined that the flow sensor required replacement, but the customer declined service or repair from philips. The customer found a third party service provider to perform the repairs on the device.